Event description:
It was reported that the right atrial lead exhibited noise. No intervention was performed. There were no patient consequence reported.

Manufacturer narrative:
Further information was requested but not received.